Event description:
S/p laparoscopic supracervical hysterectomy in left paratubal cystectomy, pt found to have what appeared to be "burns" at the trocar insertion sites. Wound closed by plastic surgeon without difficulty and termed the skin condition "trauma" and "excoriation." No equipment malfunction found by mechanical engineering.

Manufacturer narrative:
(B)(4). The redness seen at the wound sites appears to be from trauma and excoriation rather than a true burn of the skin. This appearance could have been produced by a sensitivity of the skin to the materials in the trocars or placing the trocars with force through skin incisions that were too small or simply a very long procedure with much manipulation of the trocars. The exact cause cannot be ascertained. Additional information from the user facility report: brand name: ethicon.